Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was attempted to be implanted within the duodenum of a patient on (B)(6) 2013 during a stent placement procedure. According to the complainant, the patient previously underwent a bypass surgery due to pancreatic cancer. The indication for the stent placement was to maintain flow at the site of the anastomosis. During the procedure, the stent was advanced over the guidewire to the target lesion. However difficulties were encountered during advancement and the stent could not cross over the pylorus. The physician then inserted an endoscope into the patient and was able to maneuver the device into the target lesion. Once at the target site, the physician attempted to deploy the stent, but it could not be deployed. They continued to pull on the handle in order to release the stent, but the handle detached from the outer sheath. According to the physician, it was later noticed that the delivery catheter was wound up in the stomach and tangled around the endoscope. No part of the stent was able to be deployed and the physician suspected that the outer sheath was stretched. The device was subsequently removed from the patient and the procedure was completed with another wallflex enteral duodenal stent. There were no patient complications as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be good. Based on the evaluation findings, which indicate that the stent was returned partially deployed and some of the polytetrafluoroethylene (ptfe) coating had detached from the inside of the outer sheath, this is now a reportable event.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. Evaluation findings of stent partially deployed. Evaluation findings of catheter delamination. A visual examination of the returned device found that the stent was partially deployed by 5mm, the outer sheath was detached from the distal handle and the stainless steel shaft was bent. The outer sheath was stretched for 35mm at its proximal end. During a functional analysis, a restriction was met when an attempt was made to retract the outer sheath and deploy the stent. The shaft was dissected at the proximal end of the clear outer sheath. No issues were noted in movement of the outer sheath along the shaft after the shaft had been dissected. The stent and distal end of the inner lumen were withdrawn from the outer sheath and no issues were noted with their profiles. The proximal end of the outer sheath was dissected longitudinally and delamination of the polytetrafluoroethylene (ptfe) coating was noted. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.